Event description:
It was reported that during follow up, it was observed there was high voltage impedance measured. The physician has decided to proceed with a revision of the system. During measurements on analyzer all parameters were in proper range. After reconnecting of the device the impedance was again out of acceptable range. The device was explanted and replaced. The new device was used and all parameters were ok. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.